Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise was as large at the patient's intrinsic r-waves. The sensing vector has now been reprogrammed from the primary vector to the alternate sensing vector. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.